Event description:
It was reported that the right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were noted.

Manufacturer narrative:
Related voluntary medwatch: mw5151302.